Manufacturer narrative:
(B)(4). Date sent: 10/19/2021. D4: batch # u5e32e. Additional information (B)(6) from (B)(6) commentary: this is a new complaint. Device has not been returned. Based on the event description this sounds like the device was used on tissue much thicker and non-compressible than indicated ranges. It is likely that this user error scenario caused damage to the anvil of the device and may not have allowed the knife to return to the home position. Please return device as soon as possible. Mitigations include ensuring tissue thickness is within indicated ranges, using gst cartridges, using black cartridge in thicker tissue, waiting a full 15 seconds prior to firing, and stopping the firing sequence if unusual sounds are heard and manually returning the knife. This is not likely a ¿mis-fire¿ and is most likely use error. My recommendation at this time is to share this information regarding tissue thickness and reiterate the proper steps for use of opening each device. It is a good indication that the tissue is too thick when you see a large gap between the anvil and the cartridge deck as seen in picture a attached. This is an extremely rare user error scenario that we only see about 1 in 28,000 firings of the echelon devices. If the surgeon is interested in speaking to engineering and medical personnel, I would be happy to facilitate that conversation, but the talk track will be consistent with my commentary above. At this point we have no reason to believe any of these devices were not manufactured correctly.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a vats procedure, and after 3-4 firings - this firing suddenly felt "wrong" and the sound from the battery sounded like it started up but then "slowly" died. Tried the reverse button, tried to shift battery, tried to pump the knife back by using the manual override - but nothing happened - and the stapler wouldn´t open - it was "stuck" on the tissue and was "cut out".

Manufacturer narrative:
(B)(4). Date sent: 11/16/2021. D4: batch # u5e32e. H6: component code =g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned articulated to right with the anvil bent upwards and with one ecr45g reload loaded in the device. The reload was received partially fired 1/2 and with damage on reload deck. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.